Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported a squeaking sound originating from the left ventricular assist device (lvad) or chest. Log files were reviewed to assess for any abnormal pump findings along with the clinical evaluation. The log file event history showed no unusual events associated with the reported sound from the lvad.